Event description:
Medtronic received information that prior to use of a dlp left heart vent catheter, it was reported that the metal in the product seems different. It is thicker and stiffer than before and does not hold its shape. The device was replaced. There was no patient involvement, so no adverse effect occurred. The customer is asking if the wire was changed or something was changed in the design. There are pictures comparing it to the 15 french and the wire looks way bigger in the 13 french against the old 15 french. Unopened packages will be returned for analysis.

Manufacturer narrative:
Device evaluation summary: visual inspection shows no outward signs of any damage. Device will be sent to the vendor for additional analysis. Reason for return was undetermined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.